Event description:
It was reported by the pt that she underwent a sling procedure on (B)(6) 2009. Five weeks post-operatively, the pt developed an infection and was prescribed two antibiotics (cipro and maybe flagyl) by the surgeon's office. The pt was seen by her personal physician and was given another antibiotic. The pt went to the surgeon at the six week post-operative visit and was told she was fine. The pt went to the emergency room for severe pain radiating down both legs, and hip and pelvic pain. Tests were done but nothing was found. The pt went to (B)(4) in (B)(6) 2010, and was told the pain was from where the sling was anchored. The pt reports no other infection but still has severe pain, painful intercourse, inability to sit for prolonged periods, and is limited to her home. The pt is on an anti-inflammatory diet and she cannot sleep on her side and can only sleep on her back. She uses a far-infrared sauna for the pain. The pt takes a total of 60mg per day of oxycodone.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2010. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.